Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available, an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
A product liability claim was raised. It was reported that the pt was implanted a fitmore hip stem b, size 3 on the right side on (B)(6) 2012. The pt was revised on (B)(6) 2013 due to pain and loosening. After surgery, very limited bone ingrowth was confirmed.